Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, no anomalies were found.

Event description:
New information received on (B)(6) 2019 indicates that the patient¿s right ventricular lead and implantable cardioverter defibrillator were removed and replaced due to continuing episodes of noise. Related manufacturer reference number: 2017865-2019-02749.